Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen fractured when the device was dropped while the user was skateboarding, rendering the screen unusable and the device nonfunctional; the affected device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related break consistent with a fracture of the touchscreen, with the device problem traced to the damaged display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.